Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient reported pain at the chest tube site after a superdimension enb procedure. The pain lasted for three days then resolved. If additional information is obtained a follow-up report will be submitted.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.